Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a worn connector. In addition, the software was out of date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an issue with the camera connector on the console for the visera elite video system center during an unknown procedure. The connector would not fit properly, preventing connection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the worn connector. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation determined that the reported issue resulted from a broken connector. The cause of the breakage was unknown. A root cause was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Field b5 was updated with additional information.

Event description:
It was further reported that the subject device was inspected prior to use during an unspecified procedure. The reported device problem was discovered during the inspection process. The problem was subsequently resolved, and the subject device was used to successfully complete the procedure. The device problem did not prolong the procedure.